Manufacturer narrative:
Concomitant medical products: product ID: sedrl1 ipg, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead possibly exhibited undersensing on electrogram (egm). The rv lead is remains in use. There is planned intervention for reprogramming sensitivity on the rv lead. No patient complications have been reported as a result of this event.